Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer would shut itself down, the programmer booted up and stayed powered on with no faults observed. Reconfigured, reloaded and updated the software. It was additionally noted that the hard drive health was less than 100% so the hard drive was replaced and reimaged. The keyboard was missing its screw, recovered missing screw and reinstalled screw. Inspected electrical circuit boards and mechanical parts. All salvage material was inspected to meet all applicable criteria. The device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the programmer had been powered on for 5 - 10 minutes it would turn off. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.